Event description:
Tuesday I had 5 different failures. The product has too many failure points and the consequences of failures is to high to allow this to continue. 1) constant "signal loss" and failure to display a number but continues to graph. I had to guess at the numbers for a week. I didn't replace it because although not ideal it was sort of working which was better than all the problems with starting a new sensor. I was told this can be due to duplicate "dxc..." Devices in the bluetooth connections. This is another complexity that needs to be address. Users should not have to clear old devices (and this can be difficult as the one in the trash can is still trying to connect). 2) "bent needle" while still in the applicator. Normally the needle is inside a sleave. In it's current state it could not be installed. This is an applicator design issue (comples and fragile) and manufacturing quality control issue. 3) immediate "sensor failure" after installing sensor (technically during the warm-up period, but it was immediate. I've had a number of these over the years. They usually have you retry the startup process, but it always fails again. Could have to do with old sensor not being fully stopped after a failure (vs running the full 10 days and expiring). 4) "needle looped" and sticking out hole resulting in inaccurate readings (off by 200 points), "brief sensor issue" and "sensor failure". This occurs during installation, but often isn't noticed until other failures. This is an applicator design issue. 5) it is easiest to report these failures to dexcom from the iphone app. However, as of ios 26 that portion of the site has become pretty unusable. The biggest problem was missing a keyboard to enter required text, but there were also issues with selection, multi-selection, and de-selection. They need more testing to keep up to date. Today I probably spent 4 hours on dexcom stuff (including this). Another failed 12/11. Dexcom replacing only replacing 2 of 4. Multiple failures with dexcom g7. Pt code: 4582. Device codes: 2917, 1535, 2896. Ref reports: mw5180773, mw5180774, mw5180775, mw5180777.